Event description:
It was reported that during use of this shaver burr in an ankle arthroscopy, metal shavings were observed in the patient's joint. Most of the metal shavings were flushed from the patient's ankle with irrigation and suction. There was no injury associated with this event and no additional treatment is expected.

Manufacturer narrative:
Investigation results: the shaver burr was not received for investigation as it was disposed of at the user facility. A two year review of product history shows two similar reported problems. This is the first report to date for this lot number. This type of failure can occur when excessive lateral force is applied during use. Conmed linvatec will continue to monitor this product for failures.